Event description:
It was reported by repair work order that in fastener cot shut off was not functioning correctly when the cot was in the loaded position. No patient was affected and no adverse consequence or clinically relevant delay in treatment was reported.

Manufacturer narrative:
It was found that the infastener shut off was out of alignment however it was confirmed that the cot did not have any unintentional movement while in the fastening system as a result of the misadjusted component.

Event description:
It was reported by repair work order that in fastener cot shut off was not functioning correctly when the cot was in the loaded position. No patient was affected and no adverse consequence or clinically relevant delay in treatment was reported.